Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range (oor) pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. It was noted the impedances had gradually increased. Boston scientific technical services (ts) discussed increasing the oor upper limit alert. This crt-d and lv lead remain in service. No adverse patient effects were reported.